Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any power disconnect alarms within the analyzed period. However, analysis of the data log files revealed several premature power switching events that were due to communication errors and momentary disconnections. Momentary disconnection will result in an audible tone or ¿beep¿ when the battery reconnects. The momentary disconnections may explain the reported "power disconnects". As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: 693565 lead implanted: (B)(6) 2012; 4470 lead implanted: (B)(6) 2012; ddbc3d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the controller exhibited power switching. The patient observed single beeps, from the controller, multiple times throughout the day originating from both power sources, independent of which batteries were in use. The patient also observed power disconnect alarms when batteries were fully charged and connected to the controller. It was noted the frequency of beeping had increased. The controller was exchanged. No patient complications have been reported as a result of this event.